Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported by the sales representative of stryker (B)(4), that the inner rod can´t be locked anymore.

Manufacturer narrative:
Product inquiry stated the lag screwdriver gamma3 to be the subject product. No further associated products were reported. A review of the manufacturing and inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the lag screwdriver had been in use for a longer time (manufactured in 2010), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The lag screwdriver and the inner rod received showed traces of use, but no visual damage. A functional test with a sample lag screw was performed on the device received. The functional examination revealed that the inner rod could be disassembled / assembled from / to the lag screwdriver as intended. The compression wheel could also be unscrewed. A sample lag screw could be assembled / disassembled to / from the lag screwdriver and to / from the inner rod as intended. The function of the device received was fully given. The reported event (¿inner rod can´t be locked anymore¿) could not be confirmed or reproduced. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the sales representative of (B)(4), that the inner rod can't be locked anymore.